Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. The most likely root cause is attributed to damage during use, as the break was reported to occur during cleaning for a subsequent use. The kit lot number was not provided, thus a manufacturing record review could not be completed.

Event description:
Tip at the fiber broke down while cleaning the fiber tip. It was used once before and they thought to use it again to another leg. Cleaning was made by a trained nurse with a wet gauze with no violence.